Event description:
It was reported that the insulin pump alarmed motor error during bolus. It was also reported that the insulin pump alarmed no delivery. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
There was no unexpected no delivery alarm noted during testing. The unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test and excessive no delivery test. There was no motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The unit had a cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.